Manufacturer narrative:
The device was received by depuy synthes power tools. The pre-repair assessment was not available to evaluate for this complaint as prior to 06/01/2013 pre-repair assessments were not required on every return. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device could not hold the drill bit during surgery. Injuries and medical intervention were reported to have not occurred. There was no additional information provided.